Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multigravida, trichomonal vaginitis, cesarean section, parity 1, miscarriage and induced abortion. Previously administered products included for birth control: depo in 2005. Concurrent conditions included diabetes (at the age of 22), herpes nos, overweight and diabetic. Concomitant products included insulin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("alopecia/ hair loss"), cystitis ("bladder infection"), urinary tract infection ("tract infection"), rash ("break out on face loss all hair"), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain, just in stomach"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed in 2015. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, genital haemorrhage, menstrual disorder, hypersensitivity, alopecia, cystitis, urinary tract infection, rash, migraine, headache, vaginal discharge, weight increased, bladder pain and vulvovaginal pain outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder pain, cystitis, device breakage, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Culture urine - on an unknown date: negative. Weight (at time of ae): 151 (unit unspecified). Gynecologic cytology report: negative for intraepithelial lesion or malignant cells. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device: right lower abdomen"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multigravida, trichomonal vaginitis, cesarean section, parity 1, miscarriage and induced abortion. Gynecologic cytology report: negative for intraepithelial lesion or malignant cells. Previously administered products included for birth control: depo. Concurrent conditions included diabetes (at the age of 22), herpes nos, overweight, diabetic and gastritis since (B)(6) 2013. Concomitant products included diazepam since (B)(6) 2013, insulin, naproxen, paracetamol (acetaminophen), sumatriptan since (B)(6) 2013 and topiramate since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"), 4 months 29 days after insertion of essure. In (B)(6) 2010, the patient experienced rash ("break out on face loss all hair"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain, just in stomach"). On (B)(6) 2010, the patient experienced alopecia ("alopecia/ hair loss"). In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("tract infection"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal of essure/total hysterectomy (uterus and cervix removed)/oophorectomy (bilatera, hysterectomy / surgery to remove the essure / salpingectomy (bilateral) on (B)(6) 2013 and total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, autoimmune disorder, menstrual disorder, hypersensitivity, alopecia, cystitis, urinary tract infection, rash, headache, vaginal discharge, weight increased, depression, anxiety and abdominal pain outcome was unknown, the pelvic pain, migraine, abdominal pain upper, bladder pain, vulvovaginal pain and nausea had resolved and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, bladder pain, cystitis, depression, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: weight (at time of ae): 151 (unit unspecified). If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Culture urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), abdominal pain were added. Surgery bilateral salpingectomy was added. Event onset date were added. Concomitant drugs were added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device: right lower abdomen"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multigravida, trichomonal vaginitis, cesarean section, parity 1, miscarriage and induced abortion. Previously administered products included for birth control: depo in 2005. Concurrent conditions included diabetes (at the age of 22), herpes nos, overweight and diabetic. Concomitant products included insulin, naproxen and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 4 months 29 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced rash ("break out on face loss all hair"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2010, the patient experienced weight increased ("weight gain, just in stomach"). On (B)(6)2010, the patient experienced alopecia ("alopecia/ hair loss"). In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("tract infection"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral removal of ovaries) . Essure was removed on (B)(6)2013. At the time of the report, the device breakage, device dislocation, autoimmune disorder, menstrual disorder, hypersensitivity, alopecia, cystitis, urinary tract infection, rash, headache, vaginal discharge, weight increased, depression and anxiety outcome was unknown, the pelvic pain, migraine, abdominal pain upper, bladder pain, vulvovaginal pain and nausea had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, bladder pain, cystitis, depression, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Culture urine - on an unknown date: negative. Weight (at time of ae): 151 (unit unspecified). Gynecologic cytology report: negative for intraepithelial lesion or malignant cells quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received. Following events were added: psychological or psychiatric problems condition: depression, mental anguish, nausea and migration of essure device location of device: right lower abdomen. Event clubbed: persistent bleeding/ abnormal bleeding (general). Events outcome added. Concomitant drugs added.. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multigravida, trichomonal vaginitis, cesarean section, parity 1, miscarriage and induced abortion. Previously administered products included for birth control: depo in 2005. Concurrent conditions included diabetes (at the age of 22), herpes nos, overweight and diabetic. Concomitant products included insulin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("alopecia/ hair loss"), cystitis ("bladder infection"), urinary tract infection ("tract infection"), rash ("break out on face loss all hair"), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain, just in stomach"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (underwent hysterectomy / surgery to remove the essure). Essure was removed in 2015. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, genital haemorrhage, menstrual disorder, hypersensitivity, alopecia, cystitis, urinary tract infection, rash, migraine, headache, vaginal discharge, weight increased, bladder pain and vulvovaginal pain outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder pain, cystitis, device breakage, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Culture urine - on an unknown date: negative. Weight (at time of ae): 151 (unit unspecified). Gynecologic cytology report: negative for intraepithelial lesion or malignant cells. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Outcome of stomach pain was recovering. Onset date of events, concurrent condition and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's previously administered products included for birth control: depo in 2005. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("break out on face loss all hair"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"), alopecia ("alopecia/ hair loss"), cystitis ("bladder infection"), urinary tract infection ("tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain, just in stomach"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (underwent hysterectomy / surgery to remove the essure). Essure was removed in 2015. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, genital haemorrhage, menstrual disorder, hypersensitivity, alopecia, cystitis, urinary tract infection, rash, migraine, headache, vaginal discharge, weight increased, abdominal pain upper, bladder pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, bladder pain, cystitis, device breakage, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: weight (at time of ae): 151 (unit unspecified). Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure removal date updated from (B)(6) 2013 to 2015. Events abnormal bleeding (general), hair loss were clubbed with previously reported events. Events cystitis, urinary tract infection, rash, migraine, headache, device breakage, vaginal discharge, weight increased, abdominal pain upper, bladder pain, vulvovaginal pain, and device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('severe pelvic pain / pain'), device dislocation ('migration of essure device location of device: right lower abdomen') and autoimmune disorder ('auto-immune reaction') in a 34-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multigravida, trichomonal vaginitis, cesarean section, parity 1, miscarriage and induced abortion. Gynecologic cytology report: negative for intraepithelial lesion or malignant cells. Previously administered products included for birth control: depo. Concurrent conditions included gastritis since (B)(6) 2013, diabetes (at the age of 22), herpes nos, overweight, diabetic, hyperglycemia and pelvic adhesions. Concomitant products included diazepam since (B)(6) 2013, insulin, naproxen, paracetamol (acetaminophen), sumatriptan since (B)(6) 2013 and topiramate since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and vaginal discharge ("vaginal discharge"), 4 months 29 days after insertion of essure. In (B)(6) 2010, the patient experienced rash ("break out on face loss all hair"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain, just in stomach"). On (B)(6) 2010, the patient experienced alopecia ("alopecia/ hair loss"). In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("tract infection"), abdominal pain upper ("stomach pain"), bladder pain ("bladder pain") and vulvovaginal pain ("vaginal walls pain"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction / allergic and hypersensitivity reaction"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, autoimmune disorder, menstrual disorder, alopecia, cystitis, urinary tract infection, rash, headache, vaginal discharge, weight increased, depression, anxiety and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, abdominal pain upper, bladder pain, vulvovaginal pain and nausea had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, bladder pain, cystitis, depression, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: weight (at time of ae): 151 (unit unspecified). If you have not had your essure removed, are you currently planning for essure removal? No. Date(s) of removal: (B)(6) 2013 (discrepancy noted),(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Computerised tomogram abdomen - on an unknown date: ; on (B)(6) 2013: evaluation of the upper abdomen is limited due to motion. The liver is prominent but there is no hepatic mass or biliary dilatation. The spleen, pancreas and adrenal glands are not enlarged. There is no renal mass, hydronephrosis or definite renal calculus. No enlarged retroperitoneal or pelvic lymph nodes are demonstrated. The uterus is not enlarged. E-sure catheters are present. Two small cystic structures in the right posterior pelvis most probably represent ovarian cysts, measuring up to about 2 x 1.8 cm. A large amount of feces is present throughout the colon. There is no intestinal distension. No ascites is present, either. Incidentally, small bilateral pleural effusions are demonstrated with associated adjacent posterior basilar dependent atelectasis. Culture urine - on an unknown date: results: negative.. Pathology test - on (B)(6) 2013: final pathologic diagnoses a. Right tube, with coil, excision:- complete cross section of fallopian tube identified. - intraluminal coil, see gross description. B. Left tube, partial salpingectomy:- complete cross section of fallopian tube identified. - intraluminal coil, see gross description.. Ultrasound abdomen - on (B)(6) 2013: the liver is enlarged, measuring 19.2 cm in the maximal dimension. The parenchyma shows normal echotexture. Portal vein flow is hepatopetal. There is no dilatation of the biliary tree. The gallbladder demonstrates clear lumen. There is trace amount of pericholecystic fluid. There is no evidence of pericholecystic fluid or gallbladder wall thickening. The common bile duct measures 3 mm. The pancreas demonstrate normal echogenicity. The right kidney measures 13.4 x 5.1 x 4.9 cm and demonstrates normal echogenicity. There is no evidence of hydronephrosis, calculi or renal mass. Visualized portion of the aorta shows no aneurysm. Incidental finding of minimal right pleural effusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:migraine headaches, abdominal pain, a fragment essure coil in the right lower abdomen,acute pelvic pain , depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received.outcome of bleeding and allergic reaction updated as recovered/resolved. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), autoimmune disorder ("auto-immune reaction") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction/allergic and hypersensitivity reaction") and alopecia ("alopecia"). The patient was treated with surgery (underwent hysterectomy/surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, menstrual disorder, hypersensitivity and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event "persistent bleeding", implant and explant date updated, reporter lawyer added, product information updated from summon. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and alopecia ("alopecia"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, hypersensitivity and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.